Event description:
The event is reported as: complaint alleges: staples were not formed correctly during use. The event caused no harm to the patient.

Manufacturer narrative:
Lot # unk. Device sample was received by manufacturer, but investigation is incomplete at time of this report.